Event description:
The customer called and reported the insulin pump alarmed with no delivery. Customer's blood glucose was 500 mg/dl, which he treated with manual injection. The customer stated the no delivery alarm was resolved with a complete infusion set change.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.